Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that it was functional. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. However, during evaluation, it was observed that the internal components were corroded. It was determined that this was due to improper cleaning, care and possibly immersion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported that during pre-surgery testing, it was observed that the sagittal saw attachment device would not oscillate. It was further clarified that during pre-surgery, the scrub nurse attached the oscillating saw attachment device to the small battery drive and the attachment device would not work. The report stated that the nurse attempted to use the attachment on a second small battery drive device and observed that the device would still not oscillate. It was reported that the following this event, the small battery drive lost power in the middle of an open reduction internal fixation case while the surgeon was inserting a screw into the acetabulum. As a result, there was a five minute delay to the surgical procedure. An identical spare device was available to successfully complete the case. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.